Event description:
Patient needed to be emergently intubated. Disposable blade miller 1 obtained from the code cart. Blade did not work on either rusch handle or after changing batteries. Other disposable blades worked without difficulty. Patient was intubated when another disposable blade was attached to handle.